Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, switch box dented, water leakage stain inspection, scope case unit dented, due to damage on bending tube, water tightness lost, due to clogging of nozzle, no water fed, distal end cover chipped, and connecting tube buckled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the gastrointestinal videoscope, the scope had blocked air/water channel. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "instruction manual olympus gif-ez1500 operation manual chapter 3 preparation and inspection shows how to detect the event." "Instruction manual olympus gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event." Olympus will continue to monitor field performance for this device.